Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The additional proglide device referenced is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral vein via a 23fr sheath using the preclose technique prior to a mitraclip procedure. Reportedly, the guide of the proglide device separated where the proximal and distal guide meet with both proglide devices. The mitraclip procedure was completed. A cut down was performed and the vein was sutured closed. No femoral angiogram or other imaging was taken prior to the procedure. There was a reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report (MDR) for part 1, the following additional information was received: this proglide device was not used on the patient, it had been opened; however, discarded prior to use. Based on the new information, this event would not be MDR reportable as there was no reported device malfunction. No additional information was provided.

Manufacturer narrative:
Patient codes: 2645 labeled na. Device codes: 2993 labeled na . Internal file number - (B)(4). Corrections: device code 1104, 2017 and patient code 2199 have been removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, similar incident review was not performed as there was no device malfunctions reported. Based on the information provided the device was not used and there was no malfunction reported. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. This event would not be MDR reportable as the device was not used, there was no patient involvement and no reported device malfunction.